Manufacturer narrative:
A manufacturing record evaluation (mre) was completed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an asian female patient who underwent a breast augmentation revision with a 450cc smooth mentor memorygel breast implant has experienced left-sided capsular contracture postoperatively, baker grade unknown. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Both serial numbers (B)(4) were provided, but it is unknown which number belongs to the impacted side. If additional information is received, a supplemental report will be submitted as applicable.